Event description:
Infusion pumps were being used to deliver IV infusions to patients. Pumps would sound alarm; nurses were not able to reprogram or continue with the infusion. Pumps continued alarming.additionally, some pumps that were sent out to company for other repairs have been held so that the lock tight can be replaced by the company. It appears that the bearing is being damaged by fluid getting into the bearing due to the failure of the lock tight. There is no recall from baxter to date on these pumps. This issue involves 18 pumps. Sigma/baxter has kept one pump for as long as three months; others approximately 2 months. The company has recently provided replacement pumps for 11 pumps. Our hospital is working with baxter to develop in-house repairs so that the pumps will not be unavailable for long periods of time.